Event description:
Had injections in both knees. During injections felt some pressure but no pain. Within one week both knees become swollen with heat and severe pain. Spoke with doctor and he suggested therapy. Pain worse after injections and has continues for past 8 weeks.